Event description:
Hamilton medical ag received the following complaint description (summary): during ventilation, the device stopped and displayed technical fault (tf) 431002 (blower disconnected). No patient harm occurred. Investigation revealed a defective blower, as the hamilton-c3 failed the blower test on the pneumatic 1 side. The blower was replaced to resolve the issue. No medical intervention and patient harm was reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical ags reference: comp-(B)(4). Hamilton medical ag`s comes to the following conclusion: during technical evaluation, indications of limited blower performance were observed, including reduced speed and ambient state condition within a non-clincial enviroment during service software. The investigation identified a defective blower unit as the source of the issue. The blower was replaced, which resolved the reported issues and restored normal device function. No additional components required replacement, and no serious incident was reported. The device is back in use.